Event description:
Reporter stated that back to back tests performed on their surestep meter were 76 and 165 mg/dl. Control solution test result was in range. No symptoms were reported. There was no allegation of harm.